Event description:
It was reported that a nurse attempted to start jelco® protectiv® safety i.v. Catheter, and the catheter "snapped off". The nurse inspected the catheter prior to insertion and the catheter looked it routinely does, the nurse indicated that he did not stare at the catheter for a long period of time, but rather a few seconds before inserting. The site was prepped as usual and upon insertion the patient tensed up. The nurse flushed the catheter and it infiltrated. The nurse pulled the catheter out and heard it "snap off". The nurse notified the physician, in which orders were received to place an ocl splint for mobilization. The patient was transferred to a larger hospital to see a vascular surgeon. No permanent injury was reported.

Manufacturer narrative:
Seventeen unused jelco® protectiv® safety i.v. Catheters were returned for investigation. All unused samples were visually examined for any potentially related nonconformances and were found to be acceptable. All samples were further evaluated for catheter security and were found to be acceptable with no nonconformances noted. Based on samples returned this investigation did not confirm that the product failed to meet the expected quality performance.

Event description:
It was additionally reported that the outcome of the event was resolved.